Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, two days post-implant, the patient had respiratory failure with hypercapnia and tachypnea. The patient experienced obstructive sleep apnea syndrome and required non-invasive inhalation high flow oxygen therapy. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that two days after ventricular assist device (vad) implant, the patient had respiratory failure with hypercapnia and tachypnea. The patient experienced obstructive sleep apnea syndrome and required non-invasive inhalation high flow oxygen therapy. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that two days after ventricular assist device (vad) implant, the patient had respiratory failure with hypercapnia and tachypnea. The patient experienced obstructive sleep apnea syndrome and required non-invasive inhalation high flow oxygen therapy. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, two days post-implant, the patient had respiratory failure with hypercapnia and tachypnea. The patient experienced obstructive sleep apnea syndrome and required non-invasive inhalation high flow oxygen therapy. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.